Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that the pt's wife called to report that her husband, the pt is experiencing pain. When he moves, he can feel stuff moving around in there. Pain is running through his groin. The pain has never gone away since the surgery. Implant surgeon said that there was nothing wrong. He saw another doctor who also said there was nothing wrong. The third, most recent doctor thinks that the bone is not growing into the acetabular cup, and he took some bone scans and thinks that the cup needs to be replaced.